Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused total parenteral nutrition (tpn). The tpn was initiated at 2150 at a rate of 100ml/hour (tpn bag volume of 2400ml). The bag had infused entirely by 1700, alerting with air in line. A dextrose 10% infusion started at 50ml/hour to fill the gap between the completed bag and due time of next bag. This order is available as needed on medication administration record. The patient was noted to have significant hyperglycemia due to the tpn infusing too fast. The elevated blood sugars were not typical of the patient¿s normal blood glucose range. Per log report: volume infused 1838ml (with air-in-line), 562 ml volume to be infused (vtbi) per pump. The patient outcome was not provided. No further information is available.